Event description:
New information noted that it was suspected that the lead was cut in half due to being fractured in the pocket site as a result of clavicular crush.

Manufacturer narrative:
A partial lead with the connector portion measuring 35.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, complete loss of capture was noted on the patient's left ventricular lead and lead dislodgement was suspected. During the procedure however, no dislodgement was observed and the lead was found to have been cut in half in the pocket. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.